Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse checked and found that unit needs replacement of batteries. Unit is working only on ac mains. As batteries are consumables and not covered under c-amc, customer has to purchase the sealed lead acid batteries. The unit was installed in the year 2018. Both batteries are due for replacement once every 3 years from the date of installation. Unit handed over to customer in same working condition. If additional information is received regarding repair a supplemental report will be submitted.

Event description:
N/a

Event description:
It was reported that before use, during routine check, the cs300 intra-aortic balloon pump (iabp) have poor battery back-up issue. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (impact code). Updated data: b4, e1 (email), g3, g6, h2, h10, h11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) have poor battery back-up issue. There was no patient harm reported.